Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The type of this complaint is revision due to osteolysis. Revision took place because the surgeon found the symptom of osteolysis around the femur and acetabulum during a routine medical checkup. During the surgery, the surgeon found metallosis caused by mom. Black substances were found in the taper of the head, the stem neck, the sleeve and in the articular capsule.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The type of this complaint is revision due to osteolysis. The primary tha on the right side had taken place on (B)(6) 2009. Revision took place on (B)(6) 2015 because the surgeon found the symptom of osteolysis around the femur and acetabulum during a routine medical checkup. During the surgery, the surgeon found metallosis caused by mom. Black substances were found in the taper of the head, the stem neck, the sleeve and in the articular capsule. The surgeon replaced the metal insert with a poly liner and also replaced a stem and the head. The cup and the sleeve were not replaced. The surgery was completed without any delay. The patient is now under observation. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Addendum added 04-january-16. Conclusion and justification status: following investigation by tribology and bioengineering, it was concluded that it was not possible to identify the root cause of the need for revision, and that from the information reviewed, it is unlikely that a manufacturing defect was present. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be reviewed and further investigation completed as required. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation. The investigation has been reopened due to receiving product. Depuy will notify the FDA when the investigation is complete.